Event description:
Urgent field safety notice: hill-rom has found that some of our affinity four birthing beds, manufactured between the dates specified, may experience problems with the brakes. This may result in unwanted bed movement. Action to be taken: we have developed an enhanced braking system for these beds, and we will come to your facility to modify your affected beds. Until we visit your facility, we ask that you do as follows: locate the affected beds listed in this notice. Test the brakes: after engaging the brakes, push and pull on the bed from opposite corners to make sure the brakes are holding. When releasing the brakes, make sure the brake lever is either in the flat (neutral) or transport position, and the bed rolls easily. If after testing you cannot get the brakes to hold or operate normally, take the bed out of service until we can do the modification. To make sure the brakes operate as designed, do the semi-annual preventive maintenance (pm) on your affinity beds as specified in the service manual. A regular pm program is essential to maintain proper operation of your hill-rom beds. We have one bed, brakes do work.